Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. The guide instructs the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line of a patient¿s cassette during fill 1 of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient line clamp was closed during the priming phase of peritoneal dialysis therapy. The caregiver connected the patient to the line prior to noticing that the clamp was closed. Therapy was ended and the caregiver was advised to start therapy over using new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.